Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 45 devices were evaluated in the field and the issue was confirmed; 29 units had worn components, 15 had broken/damaged components and 1 had a misaligned component. The devices were repaired and returned. 5 devices were not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. There was no remedial action taken. This device is not labeled for single use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 50 </noe> malfunction events, where it was reported the brakes were not holding. There was no patient involvement.